Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgical tech easily threaded a size 48 sector gription cup implant to the end of an impact handle during tha. Surgeon struck the impact handle with a mallet multiple times, just as he would to implant an acetabular shell in any other case, and when trying to unthread impact handle from implant was unsuccessful. The handle and implant did not come apart, had to leave the room to grab a back up implant and open another tray to get a new impact handle. The surgical tech said he tried as hard as he could to detach the impact from handle after the case was over and was still unsuccessful. Lot number on handle very difficult to read due to wear, may be incorrect. There was a reported surgical delay of 6 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device confirmed the complaint. The impactor is jammed with the acetabular cup and cannot be disassembled. Is it not unreasonable to conclude that the threaded tip of the impactor is stripped. Additionally the impactor handle has cracked. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.